Event description:
The use by date was rubbed off the vial of strips. Based on the lot number provided, manufacturer has the expiration date as 07/31/2002. Requested return of suspect vial and replacement was sent.